Event description:
During an in clinic follow up, noise resulting in oversensing was noted on the right ventricular (rv) lead. Lead insulation damage was suspected. Diagnostic imaging was performed and no anomalies were noted. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.